Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on and remote support service (rss) went offline, which located on n sicu. The customer tried rebooted the device and unplugged and re-plugged the cable but still issue persist. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer (fse) found that the customer was experiencing issues powering up the station, as it would not power on after several attempts. The power source was checked, the power plug was removed, and it was reinserted into the red power outlet. The station then powered up successfully, and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the issue.